Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Power error due to connector resistance issue printed circuit board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was 200 mg/dl. Customer stated that she was getting power error detected every two hours and her insulin pump had died without any warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.